Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump did not alarm no delivery. The blood glucose reading was 240mg/dl. Troubleshooting was performed. Assisted the caller to run a fixed prime test and the insulin did exit. The customer stated that the high pressure test was performed and failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.